Event description:
Multiple occurrences with different patients since (B)(6) 2018 with contact with vendor. Vendor¿s visit in 02/2019, they recommended changing all transducer nozzles, vendor shared that the issue was originally identified in 09/2017 and nozzles used in pms were from a secondary manufacturer and they have now gone back to the original manufacturer.